Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-8800-001, electrosurgical unit w/argon beam coagulator was being used on an unknown date and the ¿surgeon was burned during procedure, felt the heat during procedure and sending in for service¿surgeon not seriously injured and discontinued using item in surgery.¿ per further assessment it was reported "no serious harm was reported. I was told as soon as they felt the burning sensation they moved their hand." There was no medical/surgical intervention required for the surgeon. It is not known if the handpiece that was used is a conmed device. There was no report of malfunction of the 60-8800-001. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.